Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume event was identified. This event occurred in the therapy initiated on (B)(6) 2014 at 11:37:17. During night drain cycle one, the patient's ultrafiltration reading was 155ml, indicating the home patient drained 155ml more than their maximum programmed fill volume of 100ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. This is an ancillary service event. The increased intra-peritoneal volume event was identified through an event history log review. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. Upon conclusion of the investigation, the cause was determined to be false empty detect at initial drain and initial drain alarm volume was met. Should additional relevant information become available, a supplemental report will be submitted.